Event description:
It was reported that a patient underwent a redo pvi (pulmonary vein isolation) / atypical atrial flutter ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. About an hour after the procedure, the patient experienced pericardial effusion that required pericardial drainage. Patient was successfully treated with pericardial drainage (peridical puncture + drainage). 250ml of blood were drained from the epicardial sack until no further bleeding was observed. Patient was transmitted to intermediate care station for monitoring. If everything remained stable, they would remove the drainage bag the following day. Physician's opinion on the cause of the adverse event was unknown, "maybe too high contact force during ablation or sheath manipulation". No steam pop was observed. Patient required an additional one day on intermediate care unit.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).